Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead pacing impedance was low and an alert was triggered. Impedance was stable with isometrics and there was no oversensing, so the lead is being monitored - without any reprogramming nor surgical intervention - and it remains in use. No patient complications have been reported as a result of this event.